Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator delivered non-sustained right ventricular oversensing alerts for loss of capture. Programming changes were discussed, but no changes or intervention was performed. There were no patient consequences.